Event description:
The faceplate of the forceps delaminated during surgery causing the device to stop functioning. There was no pt injury. The probability of injury or death caused by the malfunction of this device is remote.